Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after a cgm connection loss led the system to operate in bg run mode, with a recorded blood glucose of 418 mg/dl; the infusion set was changed shortly before the call and the patient was advised on insulin absorption time and monitoring, with troubleshooting and education provided. Symptoms included elevated blood glucose without acute clinical effects such as dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for professional medical intervention, no alerts or alarms, and subsequent return of glucose to target range. Investigation included remote clinical troubleshooting, assessment of infusion set function by history, and follow-up contacts. Investigation of this case revealed no device alarms, no confirmed hardware or software malfunction, and no identified infusion set defect, so the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.